Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient developed an infection. Patient was placed on intravenous antibiotics feeling better but had a relapse several weeks later with recurrent infection. A pet scan showed the site was likely inflamed and required entire system removal. Patient was on antibiotics for 1 week and was cleared from the infectious disease for a new device system implant. There were no complications.